Event description:
It was reported to vyaire medical that the vela ventilator had an xdcr (transducer) fault. The customer wanted to order a new main board. Furthermore, there is no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, parts order submitted for fulfillment for a new main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.